Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Nurse checked blood sugar on customer's meter and hospital meter. Readings are within 10 minutes; customer's meter 285 mg/dl ; hospital meter 158 mg/dl; customer's meter 144 mg/dl; no adverse event alleged; a request was made for the return of the meter and strips, replacement sent.